Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with an mr grade of 3-4. Two clips were implanted reducing mr to 1-2. On (B)(6) 2019; the patient was hospitalized with dyspnea. Echocardiogram was performed, which found one clip detached from the posterior leaflet and remained attached to the anterior leaflet/(slda) and mr increased to 3-4. It is unknown which clip had the slda. A second mitraclip procedure was performed on (B)(6) 2020. One clip was implanted, reducing mr to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to patient morphology/pathology. While the reported mr was likely related to the slda, the dyspnea was a cascading effect of mr. There is no indication of a product issue with respect to manufacture, design or labeling.na